Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the auxiliary drawer 2.2 was broken and was not detected on communication bus. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 2.2 failed. A field service engineer (fse) found that the main 2.2 was not on the bus and that the light emitting diode on the module controller was off. Since the previous technician required a part but its exact identity was unclear, the fse replaced both controllers and the flat cable to resolve. The drawer was then configured and tested in the application, confirming proper functionality. The system functioned as intended after the field service engineer repaired the device.